Manufacturer narrative:
During the rescue event, the AED performed 8 analyses of the patient's ECG. The patient's cardiac rhythm during the first and second analysis periods was a low-rate non-shockable arrhythmia for which the AED appropriately did not recommend shock. The patient's ECG signal during the third analysis period was heavily corrupted with CPR artifacts, initially resulting in the AED concluding that a shock was advised. The AED charged and then enabled the shock button in preparation for shock delivery. Coincident with the preparation for shock, the CPR artifacts abated revealing the patient's underlying ECG, a low rate non-shockable arrhythmia. Before the AED could observe the non-shockable arrhythmia for a sufficient duration to merit cancellation of the shock, the rescuer pressed the shock button, and a shock was delivered to the patient. According to the medical review, this shock did not have a material effect on the patient's outcome. For the 4th through the 8th analysis periods, the patient's ECG signal was again heavily corrupted with CPR artifacts, causing the AED to initially recommend shock. In each of these instances, as the AED was preparing for shock delivery, the CPR artifacts abated revealing a pulseless, low amplitude ECG below the fine vf threshold of 200 v, and in response, the AED appropriately canceled the shock delivery. It is important to note the rescuer did not follow the device's user instruction nor its spoken prompts to "stop CPR" during the analysis periods in order to allow the AED to properly assess the patient's cardiac rhythm. The AED functioned as designed; no AED malfunctions are evident.

Event description:
A sheriff's department reported a rescue attempt on an unresponsive patient who was involved in a vehicle traffic collision and request a review of the device's electronic logs. They reported that after the AED delivered a shock to the patient, the AED went between shock advised and no shock advised. No additional shocks were given. The customer reported that defibrillation was successful, but that the patient later died in the hospital.